Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 447 mg/dl. The customer's blood glucose was 447 mg/dl at the time of call. The customer reported that they treated the high blood glucose with insulin pump. The customer reported that the drive support cap was normal. Troubleshooting was done. There were no issues found in the insulin pump. The customer found that the bolus wizard was off and was not able to deliver bolus. The customer also reported that they had blood glucose of 179 mg/dl. The insulin pump will not be returned for analysis.